Event description:
The customer reported via phone call that he had been receiving sensor glucose and blood glucose readings that were up to 120 points off from one another. The customer also reported receiving a calibration error. Blood glucose level at the time of the incident was 229 mg/dl. The customer reported that he had recently been experiencing blood glucose levels above 200 mg/dl, causing paramedics to respond to his home two nights before the call. The customer stated that he treated with juice, crackers, and insulin. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.